Event description:
Received patient at start of shift with pac infusing. 5 port ivf tubing connected to bifurcate extension, connected to phasal, connected to heparin cap and patient's pac. Shortly after, bifurcate extension set found broken with tubing snapped below male connection. Male connection remained attached to phasal. Female connection intact with ivf tubing.